Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had collapsed due to dizziness and had presented to the emergency department. Follow-up was provided where they discovered an increase in shock lead impedances to greater than 200 ohms, however the patient was released as there was no history of treatment. Then again four days later, the patient again returned back to the emergency department for a similar event. A CT scan and chest x-ray was performed and confirmed a fracture. They also observed noise that was oversensed causing pacing inhibition, thus a temporary lead was placed until they could schedule a lead revision. A lead revision was performed the following month to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the lead was returned in two segments. A throughout evaluation was performed to assess lead electrical performance, and measurements revealed an open pathway. Further analysis including an x-ray and was performed that indicated the high voltage cable had become disconnected from the proximal ring. The reported observations of high shock lead impedances and noise that was oversensed causing inhibition in pacing were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this patient had collapsed due to dizziness and had presented to the emergency department. Follow-up was provided where they discovered an increase in shock lead impedances to greater than 200 ohms, however the patient was released as there was no history of treatment. Then again four days later, the patient again returned back to the emergency department for a similar event. A CT scan and chest x-ray was performed and confirmed a fracture. They also observed noise that was oversensed causing pacing inhibition, thus a temporary lead was placed until they could schedule a lead revision. A lead revision was performed the following month to explant and replace the lead. No additional adverse patient effects were reported.